Manufacturer narrative:
The device associated with this report was not returned, however review of the provided photographs confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned, however review of the provided photographs confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Bal seal has come off the articulating surface.